Event description:
It was reported that the procedure was prolonged probably around 15-minutes. No additional anesthesia required. The patient experienced pneumoperitoneum, pneumomediastinum, and subcutaneous emphysema. The patient did receive a chest x-ray. The patient had two day stay in the hospital and has been discharged home.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and it was confirmed that air has been turned on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the air is unintentionally pumped during the procedure and the air is not able to be disabled in the cv1500. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not see tubing, cabling, or lead touching the front panel. The "exam end" button was not pushed unintendedly. The customer is unsure if s tjf-q190v (duodenoscope) was used prior to the connecting of the gif-ez1500 (gastroscope). However, there was an endoscopic retrograde cholangiopancreatography (ercp) procedure performed prior to the peroral endoscopic myotomy (poem) and the tjf-q190v (duodenoscope) would've been used for that procedure. Provation was used for the procedure after connecting gif-ez1500 (gastroscope) and the provation computer is located in the control room. The provation version used was 5.0.410.24.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Additionally, to provide a correction with information inadvertently left out (b5, d10, h6, and h11). Based on the results of the updated investigation, per the olympus field service engineer the reported malfunction was not reproduced. However, per the device logs it was confirmed that the type of air was unintentionally switched. Therefore, it is likely that the reported event occurred due to handling. However, a specific root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: "4.6 entering the patient information". "5.10 the function of operating peripheral equipment on remote". "4.2 operation workflow". Additional information inadvertently left out: it was reported the connection between cv-1500 (evis x1 video system center) and provation system are as follows: cv-1500 (evis x1 video system center) maj-1918 (usb cable) converter (maj-2363) provation system. It is thought that the customer did not end the exam correctly. Patient information is uploaded automatically into provation. Current air supply setting is displayed and visible on the monitor screen. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in 2 cases of a gastric peroral endoscopic myotomy (poem) procedure, the customer was utilizing ucr endoscopic co2 regulator unit (with maj-2047 -hdtv cable). Prior to performing the procedure, co2 was confirmed running. Mid-procedure, it was reported air was running unintentionally that pumped into the patients developing pneumothorax. The patients were admitted because of the air/co2 issue and medical intervention was undertaken/additional treatment to drain and rectify pneumothorax. The patients are reported to have survived. This event is for first procedure undertaken.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental is being submitted to provide additional information to the previously submitted reports.

Event description:
Follow-up information received identified from doctor¿s meeting notes indicated one of the physicians recalls similar complication that occurred during poem (peroral endoscopic myotomy,) and a complication after esd. This was about 5 years ago using cv-190- video system center. The initial thought was that maybe air should be obsolete but acknowledged that it is still required for some procedures so not possible to eliminate as an option. Co2 was made standard in amsterdam as far as 10 years ago, mainly for comfort of the patient during colonoscopies. This extended to be used in other procedures. Co2 was always used for poem. The physician noted that co2 should be integrated into the processor (cv-1500) to make it foolproof. Previously (when poem was first performed), it was standard practice to do x-ray next day after the procedure, but this is no longer routine. A small amount of ¿innocent¿ gas is expected in peritoneum during a myotomy. The event is regarding the 2nd patient (in june) needed a chest drain and recovered quickly. Complication was also picked up and managed during the procedure. The adverse events were noticed during the procedure. Abdomen was deflated with a small needle; they switched back to co2 and the procedure was able to be completed. In the discussion about the transition from old to new processor, it was noted that it is was the hospital¿s responsibility to ensure staff had access to training on differences between cv-190 and cv-1500.